Event description:
The customer reported the unit turns off and on, and sometimes displays a red x. There was not reported pt involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted once the investigation is complete.